Event description:
It was reported that right ventricular (rv) lead exhibited high threshold and fluoroscopy showed slack out of lead. A revision was performed, and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.